Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Gi bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with reports of dark stools and syncope. The patient's international normalized ratio (inr) on admission was 3.4. The patient's goal was 2-3 with 81 mg of aspirin once per day. The patient's hemoglobin and hematocrit was 7.3 and 24.1 respectively. The patient received 2 units of blood and underwent esophagogastroduodenoscopy (egd). An ulcer was found in the stomach. The patient was started on 40 mg of protonix once per day and would remain on aspirin. The patient's new inr goal was 1.5 to 2.0. The patient was discharged on (B)(6) 2021.